Manufacturer narrative:
Maquet cardiovascular submits this report on behalf of the legal manufacturer of the device maquet (B)(4). We confirmed cracks on the venous side of the quadrox d oxygenator. The intended for use is up to 6 hours. So far such cracks were only observed during the prolonged use in combination by using a roller pump as the oxygenator is stressed pulsatile over time. We have tried to simulate this failure in the laboratory with long term tests using the roller pump. The tests of four oxygenators ran with roller pumps during 20 days at a temperature of 37 degrees c, a pressure of 500 mmhg and a water flow of 4 1/min. No cracks could be observed after and during running the tests. Therefore, the root cause could not be confirmed. However, we are confident that the most probable root cause for these cracks is the prolonged use in combination with using a roller pump, where the oxygenator may become stressed due to pulsation over time. Our basis for this is that maquet (B)(4) has ce certified systems for long-term use outside the u.s. Which only include centrifugal pumps rather than roller pumps and problems with cracks are not known with these special tubing sets. (B)(4).

Event description:
Oxygenator developed a crack on the housing after 8 days of use. The oxygenator was changed out. There were no leaks noticed and there was no adverse effect to the pt. (B)(4).